Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle broke off. The customer¿s blood glucose level was 142 mg/dl. Customer reports the introducer needle was no longer in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will not be returned for analysis.